Event description:
It was reported that the ventricular lead exhibited a capture anomaly. The lead was capped and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
UDI (di): (B)(4).